Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2012, due to an abdominal wall abscess. The patient's post operative diagnoses were infected ventral hernia mesh, multiple recurrent incisional hernias and possible enteric fistula. The patient underwent an exploration of the abdomen, explantation of the infected ventral mesh and placement of an abdominal wound vac. Then the patient underwent a surgical procedure on (B)(6) 2012, to repair a massive recurrent incisional hernia. It was repaired with flex hd. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported by the patient that he underwent a hernia repair procedure during 2010 and mesh was implanted. The patient experienced pain, swollen abdomen, difficulties ambulating, excessive weight loss, and odor and drainage from incision site. The patient states that the mesh is rotten inside of him. After a CT scan it was noted that there was an infection present. He has had three revision surgeries.